Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) (B)(4) alleging that her one touch verio2 meter was displaying an error 4 message when attempting to test her blood glucose. The complaint was classified based on the customer care advocate (cca) documentation. The patient could not recall the date the product issue began and reported that the error 4 message has been ongoing. The patient manages her diabetes by self-adjusting insulin and reported that she was injecting her insulin without knowing if it was the correct dose since she could not get a result on the subject meter, due to the alleged product issue. The patient claimed that on "(B)(6) 2015 10:30pm" after the alleged issue had begun she developed symptoms of "heaviness in her head and could not stand." The patient reported that she remained on the floor until the following morning when she called emergency medical services (ems). On "(B)(6) 2015 at a few minutes after 9:00am" she stated she was advised by the emergency doctor: not to take her usual morning insulin (3 doses usually) as her glucose was low and to take her breakfast. After eating her breakfast the patient reported that she obtained a blood glucose result of 92mg/dl on the ems meter. At the time of troubleshooting the cca noted that this was not the first time the product was being used, the customer was using the correct testing steps to perform a test. However, cca noted that the test strips had been stored incorrectly. The patient was unable to carry out a retest as the patient no longer had testing supplies. Based on the information provided; this complaint is being reported based on the following conclusions: the alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event. The patient did develop symptoms suggestive of a serious injury and the treatment received suggests that the patient's condition deteriorated as a result of not being able to test their blood glucose; therefore the alleged product issue may have contributed towards symptoms indicative of an acute diabetes excursion.

Manufacturer narrative:
Follow-up # 1. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the reported issue could not be reproduced during meter testing. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed; when test strips were tested with control solution, an error 4 was observed with no assignable cause found. In addition, performance testing with blood was performed on the retain test strips. The retain test strips passed performance testing. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.